Manufacturer narrative:
The investigation is in progress. A sample was not received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the irrigation tubing was disconnected, at the level of the white luer, during a procedure. There was no injury to the patient. The cassette was exchanged to complete the surgery.